Event description:
It was reported during a rotational atherectomy procedure that during set-up the rotawire fractured. This wire was not used in the procedure and was not in contact with the patient.